Event description:
Pt revised for pain, loosening and polywear.

Manufacturer narrative:
No products were returned for examination. Product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product info. The reported pt's physical statures in combination with a high activity level are possible contributing factor. Based on the investigation findings, the need for correction action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.